Event description:
In 2007, the sales representative reported that during a revision surgery the driver bent. The surgeon had to use the bolt cutter to cut the rod and the counter torque wrench to remove the screw. Additional information received in 2008, via telephone, the sales representative reported that during revision surgery to address adjacent levels, the driver bent at the prongs. The sales representative reported that the surgeon was on the last two screws when this happened. This event caused a twenty minute surgical delay. There was no reported patient injury.

Manufacturer narrative:
Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon the return of the product.